Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg procedure, the jaw did not open after the first firing. The manual release lever was pulled and the button was pushed many times, but the jaw did not open. When the doctor tried to move the closing lever back to the home position forcefully, the upper side of the button cracked. Then the device was removed forcefully. The staples were fully formed. The anal duodenum was fired with a new device to recover the case. There were no adverse consequences to the patient.